Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: femoral component option for cemented use only size f right catalog # 00588001602 lot # 62144828. Distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 10 mm augment with screw catalog # 00599003620 lot # 61774514. Prc agmt block post sz f 10mm catalog # 00599003602*op9590 lot # 61762287. Prc agmt block post sz f 5mm catalog # 00599003601*op9450 lot # 61785712. Tibial block and screws precoat size 6 10 mm thickness catalog # 00598800627 lot # 61546254. Tibial block and screws precoat size 6 5 mm thickness catalog # 00598800626 lot # 61006137. Articular surface with hinge post extension screw enclosed do not discard size f 23 mm height catalog # 00588006023 lot # 62096592. Stem extension offset 14mm dia x 100mm length(combined length 145mm) catalog # 00598802014 lot # 61922858. Stem extension offset 15mm dia x 100mm length(combined length 145mm) catalog # 00598802015 lot # 61774156. All poly patella size 35 mm dia. Standard 9.0 mm thickness catalog # 00597206535 lot # 62278930. Tibial component precoat size 6 catalog # 00588000600 lot # 62062855. Reporter has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised ten months post-operative due to an implant fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.